Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead implanted: 2004-(B)(6).

Event description:
It was reported that there were high and varying thresholds that had increased over time, high impedance and possible fracture in the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.